Event description:
It was reported that the caller's mobile app was frozen while they were loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. The app issue resolved itself before the call ended, allowing the customer to complete the cartridge loading process and resume insulin delivery.